Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte autoguard bc shielded IV catheter there was an issue with foreign matter. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: received a 22ga iag unit within a sealed package from lot number: 8037978. All components were present. DHR review lot #: 8037978: a total of (B)(4) units were manufactured on afa line 9 starting on 17feb18 through 20feb18 and packaged on pkg line 11from 22feb18 to 23feb18. All challenge, set up and in process samples were performed according to the quality plan and all passed per specifications. No quality notifications were initiated during production. The black specks embedded in the needle cover observed during the investigation was burnt particulate resin that was a result of the molding process of the needle cover and would not affect fit, form or function of the product. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a quarterly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.